Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 130-180mg/dl. The customer's pump is out of warranty. The customer will continue to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.